Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and device dislocation ("migration of essure device location of device.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity (bmi calculated: 48.75). Concomitant products included lotrisone and phentermine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and swelling ("swelling"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy, hysterectomy (partial)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and swelling had not resolved, the device dislocation, female sexual dysfunction and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results: essure confirmation test done. Hysterosalpingogram on date (B)(6) 2015. Most recent follow-up information incorporated above includes: on 19-jul-2018: plaintiff fact sheet received, event added: dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and device dislocation ("migration of essure device location of device.") In a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity (bmi calculated: 48.75). Concomitant products included lotrisone and phentermine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, swelling ("swelling") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy, hysterectomy (partial)) and surgery (hysterectomy (partial),). Essure was removed on 26-apr-2016. At the time of the report, the pelvic pain and swelling had not resolved, the device dislocation, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- insertion date:(B)(6) 2015. Diagnostic results: essure confirmation test done. Hysterosalpingogram on date (B)(6) 2015. Most recent follow-up information incorporated above includes: on 20-sep-2018: new pfs received- new event dyspareunia (painful sexual intercourse) was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and swelling ("swelling"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and swelling had not resolved and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, pelvic pain and swelling to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and device dislocation ("migration of essure device location of device.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity (bmi calculated: 48.75). Concomitant products included lotrisone and phentermine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, swelling ("swelling"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy) and surgery (hysterectomy (partial),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and swelling had not resolved, the device dislocation and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered device dislocation, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results: essure confirmation test done. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migration of essure device location of device. Pain, fatigue. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and device dislocation ('migration of essure device location of device.') In a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi calculated: 48.75). Essure confirmation test done. Hysterosalpingogram on date (B)(6) 2015. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone) and phentermine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 2 months 5 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, swelling ("swelling") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial), and robotic hysterectomy and bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and swelling had not resolved, the device dislocation, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- insertion date: (B)(6) 2015. Essure removal date provided in pif : (B)(6) 2016. Removal date: (B)(6) 2016 (discrepancy noted). Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: reporter information added. Rcc notes added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.